Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal she could not find the string on a tampon and thought she had already removed the tampon. Tampon remained inside her and a few days later she experienced abdominal pain, unusual odor, discharge, difficulty urinating and itchiness. She went to her doctor who removed the tampon which did not have a string after removal. This was her second doctor visit for removal of a tampon. This visit she was not diagnosed with an infection and did not need antibiotics.